Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an accident in an elevator, and the ipg migrated laterally along the patient¿s belt line. As a result, the ipg was repositioned higher in the pocket on (B)(6) 2018. Postoperatively, effective therapy was reported.